Manufacturer narrative:
Insulin pump had a no button response due to moisture damage on keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 243 mg/dl. The customer stated that the insulin pump was stuck on the duration for checking the blood glucose after bolus procedure. No other significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.